Event description:
The customer contacted beckman coulter inc (bec) in regards to lower than expected results within the risk stratification range for accutni on one patient's sample that had previously resulted positive. The sample was repeated on the customer's alternate access system in duplicate and results above the acute mycardial infraction cutoff was obtained. The results were not submitted out of the laboratory and patient treatment was not impacted by the event. Patient's sample was collected in lithium heparin tube and centrifuged at 5150 rpm for 10 minutes. The customer stated the sample was clear and did not contain fibrin. Customer's qc data charts on all three levels of qc had been exhibiting erratic results for 2-3 weeks. The days prior to event also showed poor control on all levels on the date of the event, the customer repeated all levels of qc thre times due to >4sd low before acceptable recovery. System check reports from (B)(6) 2011, showed the first attempt failed the wash portion due to qns flags. The customer repeated the system check again and all portions passed within published specifications. On (B)(4) 2011, a bec field service engineer (fse) replaced the transducer and performed alignments. Although hardware issue was addressed, a definitive root cause could not be determined for this event.